Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were successfully implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was small with frail aortic and iliac arteries. It was reported that the pt expired 6 hour after the implantation of the stent graft system. It was revealed that there was a rupture in the left external iliac artery aneurysm, which was not treated with the stent graft system. It was reported the pt expired due to the rupture in the left ecternal iliac artery. It was reported that there was no going to be an autopsy performed. The stent graft will not be returned for eval. No additional sequelae were reported and no further info available.